Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number:2017865-2024-33774. It was reported that the right ventricular lead and the right atrial lead dislodged causing inappropriate shock. It was noted that the x-ray confirmed both leads pulled back significantly. Both leads were explanted and replaced. The patient was in stable condition.